Event description:
"Prosthetic replacement for coronoid deficiency: report of three cases". Author: enrico bellato, md et al., 2017 26, 382¿388. According to the study, persistent elbow instability associated with coronoid deficiency is a difficult condition to treat. Several surgical techniques have been described for coronoid reconstruction, but the resulting outcomes have been unpredictable. It was documented in the paper that there was an application of a compass hinged external fixator (smith & nephew, memphis, tn, USA) in an attempt to manage persistent elbow subluxation in patient 3. However, the surgery did not restore stability and was complicated by deep infection (pseudomonas aeruginosa). The patient was treated with antibiotics.

Manufacturer narrative:
Results of investigation: it was reported from a literature review that a male patient was treated with a plate revision and application of a compass hinged external fixator for persistent elbow subluxation. Following the procedure the patient had to be treated with antibiotics and manipulations under anesthesia due to pseudomonas aeruginosa infection and instability. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed at this time. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted that the x-rays provided in the article stated nonunion of the coronoid and proximal ulna which lead to a 2-staged reconstruction procedure. The patient was followed for ten years and at his last clinical follow the patient reported he had no pain whatsoever and the x-rays provided the article stated that the coronoid and radial prostheses to be in proper position without loosening. Since no further harm is anticipated, no further medical assessment is warranted at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.